Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient presented to the ER with syncope on (B)(6) 2017. The device was interrogated and high rv threshold measurements were observed. A generator and rv lead revision were scheduled for the week of (B)(6) 2018 but it is unclear if that revision took place.